Manufacturer narrative:
Investigations into the laboratory's pre-analytical phase revealed potential deviations from standard protocols. The customer inverted the samples 3-4 times, whereas the manufacturer specifies 6 inversions. The investigation determined the issue is consistent with potential contamination of the reagent due to improper storage of open reagent bottles and insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one pediatric patient sample tested with glucose hk on a cobas c 111 analyzer. The sample initially resulted in a glucose value of 7.7 mmol/l. The sample was repeated twice, resulting in values of 5.5 mmol/l and 5.45 mmol/l.